Event description:
Boston scientific received information that the during the post-up check, the right atrial lead was displaying out of range pacing impedance measurements greater than 2000 ohms. Noise was also observed on the ra channel that resulted in atrial tachy response (atr) episodes. A connection issue was suspected and discussed with boston scientific technical services. The patient was going to be brought back in for further evaluation. There were no adverse patient effects reported. A request for additional information has been sent. This report will be updated if additional information is received.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.